Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the information provided, a relationship between the event and strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 30/aug/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿parastomal hernia¿ repair on (B)(6) 2016 and was implanted with strattice mesh device lot unknown. The patient then underwent a ¿repair of recurrent parastomal hernia¿ on (B)(6) 2021 where the patient was implanted with non-abbvie devices, "bard marlex/flat mesh¿ and ¿bard phasix¿ and no ¿revision¿ or ¿removal¿ was reported for the non-abbvie devices. The patient claims the implantation and failure of the strattice mesh has ¿caused chronic pain, breakage, bowel involvement and hernia recurrence which required an additional surgical procedure.¿ no other information was provided. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.